Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her distance vision is blurry and she is seeing shadows around letters when reading. She also reported that she has astigmatism. She has seen a retinal specialist and her retina is normal. Follow up information was received from the surgeon, who reports the event continues and shadowing is still present.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no similar complaints reported in the lot number. Additional information was requested 07/21/2011 by fax, mail and phone. A completed questionnaire was received 07/29/2011. Patient code: 2138 - not labeled. (B)(4).